Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that there was moisture behind the screen of the insulin pump. The customer was still able to run a self-test successfully. The customer's blood glucose was unknown. The customer explained that it was raining while they were outside earlier but that there were no cracks on the insulin pump explaining how the moisture could have gone inside the insulin pump. The customer confirmed that there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.